Event description:
The customer reported on (B)(6) his blood glucose is as follows. No correction boluses or carbohydrate intake was reported. Upon removal he noticed the cannula was not inserted correctly into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the product condition. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed, and the product lot met all acceptance criteria.